Event description:
A malfunction code, malf 15, was reported on the pump, with no notable events preceding the issue. The malfunction did not result in the customer's blood glucose level exceeding 500 mg/dl; therefore, there was no adverse impact to the customer¿s blood glucose level. To address the issue, the customer was provided with pump reset instructions by technical support, but the malfunction code recurred. Consequently, technical support arranged to replace the pump and confirmed the customer would use mdi as a backup therapy to continue insulin delivery. The customer was instructed on how to prepare the pump for return and agreed to send it back with a prepaid label within ten days.